Manufacturer narrative:
(B)(4). Method: the returned rt040m full face masks were visually inspected for seal separation. Results: visual inspection of the returned masks revealed that the seals were completely separated from the bases, confirming the reported fault. Further inspection showed that the seals were glued properly with a continuous bead of glue. Indents in the glue line show that the seal was properly inserted into the base. A lot check revealed one other complaint of this nature for lot number 090807. Conclusion: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are unable to determine the root cause of the separation. Visual inspection of the returned device showed that the mask was assembled and glued properly. This suggests that the separation occurred post-production, possibly due to the drying out or separation of the glue caused by adverse conditions during transport or storage. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the silicone seals of two rt040m full face masks were found separated from the mask bases, causing it to leak. This was noticed during use on a patient. No patient consequence was reported.